Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were wearing the pod on their upper leg and thinks that due to pulling their jeans up and down and rubbing on the device might have caused the pod's cannula to dislodge from the site. Patient stated that they woke up around 4 am with blood glucose (bg) levels at 450 mg/dl. The patient stated that they were feeling very ill and that the patient's wife called 911. The patient was taken to the hospital and admitted to the emergency room. The patient was treated with glucommander: a computer-directed intravenous insulin delivery which slowly brought their bg levels back down. The patient was prescribed zocor for the nausea. Patient no longer has the pod.